Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed motor error during a bolus. Troubleshooting was performed. Ran a displacement and self test and the tsts passed. The blood glucose reading at time of call was 423 mg/dl. Called back the customer and he stated that he was hospitalized due to high blood glucose. It was stated that the events leading to his admission was motor error alarms and no delivery alarms. Reviewed the history alarm and the alarms were confirmed. Performed a fixed prime and high pressure test and the tests passed. It was stated that the customer changes the infusion set every four to five days. Instructed the customer to change the infusion set for two to three days. The customer stated that he often has bent cannulas. No further info was provided.